Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that water penetrated from the stress boot of the head, because the part came off, and temporarily the image was not displayed. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be disconnected. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be disconnected. While using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. Never fix the camera cable using such as pean forceps. The camera cable could be disconnected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus camera head was experiencing imaging problems during use. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing an intermittent image. When the image was present, it was blurry in appearance. The scope mount and video connector were found discolored. The camera cable had buckled. The heavy scope mount had movement present, and the charged coupled device unit had experienced flooding. If additional information becomes available following the device evaluation, a supplemental report will be filed.